Event description:
A high blood glucose (bg) event was reported, although the specific value was not provided and was simply displayed as "high." Insulin was administered via a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.